Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; event occurred in 2018. Exact date of implant is unknown; reported as (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that in (B)(6) 2018, the patient underwent an implantation of locking compression plate (lcp) distal femoral plate for a femoral shaft fracture of the right leg. The plate was used as a protection plate. The surgeon was satisfied with the operation, until two months after the surgery the patient heard a snap while just standing on his leg. The distal femoral plate was broken. Hospitalization was required as intervention to prevent permanent impairment/damage to the patient. Revision date is still unknown. Concomitant device reported: screws (part/lot unknown, quantity unknown). This report is for a locking compression plate (lcp) distal femoral plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 222.256, lot: l461630, manufacturing site: mezzovicco, release to warehouse date: 26 june 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Lot l461630 was manufactured from blank 60048825 lot 20037, release to warehouse: 18 april 2017, supplier: (B)(4). The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The blank 60048825 lot 20037 was made from raw material 19544 the raw material certificate 19544 was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. A product investigation was conducted. A broken lcp-distal femoral plate was returned for investigation. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record revealed that this lcp-df-plate was manufactured in june 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. As per selected investigation flow, a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition but no visual defects manufacturing related have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The applicable risk management document was reviewed and found to adequately address this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2018, an x-ray was taken after the patient comes back with pain complaint. The distal femoral plate was broken. Revision procedure with a new plate was then performed on (B)(6) 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown.